Event description:
It was reported that the patient was hospitalized due to increased impedance and threshold on the right ventricular lead. Pauses were seen on the electrogram and electrocardiogram and noise was present. The lead was thought to be fractured. The lead was capped and replaced. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.